Event description:
Boston scientific received information that upon interrogation of this device system, this right atrial (ra) lead had a lead safety switch occur, and was switched to a unipolar configuration. Ra pacing impedance measurements were greater than 2,500 ohms. Additionally, the patient implanted with this device system was presented in atrial fibrillation. The ra lead was reset to bipolar, with a pacing impedance measurement of 460 ohms. The patient was to be seen in the next two months. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.